Event description:
It was reported patient lost effective therapy due to lead migration. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.